Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
On january 7, 2026, during a cardiac surgical procedure at (B)(6) hospital, the mps console (sn: (B)(6)) was in use for cardioplegia delivery. Following aortic cross-clamping and initial administration, the device displayed error codes #57 and #131. During subsequent troubleshooting and attempted venting, the device's vent valve failed to close when vent mode was deactivated. This malfunction resulted in an open vent valve during an attempted flush procedure, causing backflow of the delivery line contents and the introduction of air to the bubble detector. Due to this malfunction, the surgical team made the decision to remove the patient from cardiopulmonary bypass to address the issue. The mps console was removed from the circuit and replaced with an alternate cardioplegia delivery device. This intervention resulted in an approximate 10-minute delay in the procedure. Cardioplegia was successfully administered thereafter. The event occurred prior to induction of cardioplegic arrest. At the time of this report, no patient complications have been identified as a result.